Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be prevented by following the instructions for use (IFU) which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegations of a clogged nozzle and angulation issue were confirmed; however, the insertion tube issue reported was not confirmed. The device evaluation found the following: the nozzle is clogged by a non-organic, black-colored material, air leakage was located under the bending section cover rubber adhesive was also found deteriorated, the bending section cover rubber adhesive was discolored, the light guide rod lens was chipped, the plastic distal end cover had dents, the connecting tube had wrinkles at 10mm from glue, the electrical contacts of the plug unit were slightly damaged, the switches button rubber 1 and 3 had wear and tear, and the angulations were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope nozzle was clogged, and the insertion tube and angulations need repair. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found the nozzle was clogged with a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.